Event description:
Patient presented to the physician with tenderness and pain at the chest incision site. Physician examined the area and noticed crust formation at the incision. Physician prescribed antibiotics. Patient returned to the physician with the cosmetic appearance of the incision on the chest. Physician brought the patient into the or two weeks later, removed scar tissue at the chest incision, and closed.